Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Medwatch report #(B)(4).

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after a peripheral interventional procedure using a 6f sheath. Reportedly, the lever was returned to its original position prior to removal of the device, however, the footplate was unable to completely retract, and the device became stuck in the anatomy. A cutdown was performed to remove the device. Hemostasis was achieved with manual suturing. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided. User facility medwatch report received that states "when deploying the perclose, the foot mechanism did not deploy and would not re-sheath to recapture. Physician had to do a cut down of the artery to remove the foot mechanism."

Event description:
Additional information: the return device analysis noted the guide was separated from the guide tube. Follow-up with the account confirmed no separation was observed during the procedure.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. Based on the returned device condition and the reported information, the observed guide detachment appears to be related to downward force or torsional manipulation applied during device placement attempt. Detachment of the guide would compromise the foot functionality which subsequently contributed to device entrapment and need for surgical removal. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.